Manufacturer narrative:
Concomitant medical products: product ID: neu_ascenda_cath, serial# unknown, product type: catheter. Interrogation of the pump indicated that the device was delivering morphine (25.0 mg/ml) at 19.986 mg/day. The transition tubing of the catheter was damaged.

Event description:
Information was received from a consumer regarding a patient receiving morphine (20mg) via an implantable pump for pancreatitis and non-malignant pain. The patient passed away on sunday (B)(6) 2013 in (B)(6). The cause of death was chronic pancreatitis and was not related to the implanted device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.